Event description:
It was reported that intermittent altitude alarms occurred. There was no reported impact to the customer's blood glucose. Reportedly, the customer continued to use pump for insulin therapy.